Manufacturer narrative:
Since no product was returned, extended investigation has been performed on the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor, sensor kit and reader were performed, and the dhrs showed the libre sensor and reader passed all tests prior to release. DHR review of the sensor kit found no deviations that would trigger the reading issue described in the complaint. A tripped trend review was completed and showed no further investigation was required for the reported complaint and libre sensors. A tripped trend review was also performed for libre reader and two tripped trends were identified however, the tripped trends relating to the libre reader will not affect this investigation. As there were no confirmed complaints. Mo further track and trend review was required.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. A doctor reported the customer received a sensor scan result of 20 mmol/l (360 mg/dl) compared to blood glucose result of 8 mmol/l (144 mg/dl) obtained on an unspecified device. Customer self-treated with insulin (dose/type unknown) and "nearly went into hypoglycemia" according to the doctor. It was further reported the customer experienced a loss of consciousness and/or seizure and received unspecified treatment at a hospital. No further information was provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted which involved a review of manufacturing data related to the reported sensor 0m0002f9lx4 (sensor lot 4351). All measurement data passed in-process testing. The investigation did not identify any indication that the product did not meet specification prior to its release.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. A doctor reported the customer received a sensor scan result of 20 mmol/l (360 mg/dl) compared to blood glucose result of 8 mmol/l (144 mg/dl) obtained on an unspecified device. Customer self-treated with insulin (dose/type unknown) and "nearly went into hypoglycemia" according to the doctor. It was further reported the customer experienced a loss of consciousness and/or seizure and received unspecified treatment at a hospital. No further information was provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the case awareness date. The device mfg date is unknown. The date entered is the case awareness date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. A doctor reported the customer received a sensor scan result of 20 mmol/l (360 mg/dl) compared to blood glucose result of 8 mmol/l (144 mg/dl) obtained on an unspecified device. Customer self-treated with insulin (dose/type unknown) and "nearly went into hypoglycemia" according to the doctor. It was further reported the customer experienced a loss of consciousness and/or seizure and received unspecified treatment at a hospital. No further information was provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.